Event description:
Caller reported that a malfunction occurred on their pump. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the issue persisted, leading to a decision to replace the pump. A replacement pump with updated software was sent to the customer, and instructions were provided for storage mode and return of the defective pump. The customer acknowledged the steps and the requirement for a signature upon delivery.